Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a high blood glucose value of 461 mg/dl. The customer stated they were in the middle of giving themselves a treatment but did not know how much insulin to give themselves. The customer stated they had a battery failed alarm and a power loss alarm. Troubleshooting was performed but not finished and the customer wanted to see if they can do a correction threw bolus wizard. The customer also stated they wanted to contact their physician first. Nothing will be replaced or returned.